Event description:
It was reported on remote transmission there was noise on both channels of the defibrillator as seen on the stored diagnostic. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.